Event description:
Six months post index procedure that pt had angina pectoris, myocardial infarction and stent thrombosis and 90% restenosis of the left anterior descending artery (lad). The lesion was treated with xience des 3 x 12 mm. Also, the pt had 70% restenosis of the proximal rca peri-stent restenosis pattern (5mm) which also was treated by implanting a xience des stent. During index procedure, this pt had three stents placed in the proximal lad, proximal and distal rca and was discharged the next day.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot i1106096 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. This is one of two products used on the same pt. MFR. Report #9616099-2008-02496. Additional info will be submitted within 30 days upon receipt.